Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent unknown surgery with a philos mipo device. While performing internal fixation, in a drill sleeve, drill bit broke off. The surgery was completed successfully within extra 30 minutes. Postoperative x-ray confirmed there was no residue in patient¿s body. According to operator, the drill was pulled off toward standard rotation depending on it took extra force, accordingly its bit was likely stuck in slit in sleeve, so the conditions likely was blame. Our sales rep convinced the grievance which stemmed from surgeon¿s poor technique. Additionally, broken bit was reported as still tightly gets stuck in sleeve, and taking it away appeared to be hard. No further information is available. This report is for one (1) drillsl ø2.5 f/neutral position precut this is report 1 of 2 for complaint (B)(4).